Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the keypad was scratched. A review of the event history log (ehl) identified primary audible alarm post error. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as a preventative measure. Interconnect board will not be replaced since it was operating as intended. Performed power up process, preventive maintenance, and all functional tests which passed.

Event description:
Additional information received via email:there was no patient incident.

Event description:
It was reported that a primary audible alarm was experienced.